Manufacturer narrative:
A customer from the united states reported to biomérieux a misidentification of a clostridium septicum cap survey sample as clostridium perfrigens in association with the vitek® 2 anc test kit. An investigation was performed. The biomérieux internal lyophilized cap sample d-04 was reconstituted and subbed onto anaerobic cdc agar, which was incubated under anaerobic conditions for 24 hours, and tested on three different vitek® 2 anc lots. Vitek® ms testing was also performed. All three card lots tested obtained an excellent ID (99%) of c. Septicum. The vitek® ms also identified the organism as c. Septicum, with a 99.9% confidence value. A comparison of customer card reaction results for c. Perfringens against expected reaction results for c. Septicum showed ten atypical positive reactions (leua, dglu, dmne, dmal, sac, nag, ure, arg, pvate, phos) and two atypical negative reactions (bgali, bdfuc) which led to the misidentification. It should be noted that the d-04 sample contained two organisms: c. Septicum and s. Aureus. The presence of s. Aureus in the sample, in addition to the c. Septicum, may have resulted in the misidentification on the anc cards. In conclusion the vitek® 2 anc test kit. Performed as expected and no further action is necessary.

Event description:
A customer from the united states reported to biomérieux a misidentification of a clostridium septicum cap survey sample as clostridium perfrigens in association with the vitek® 2 anc test kit (UDI (B)(4)). The first survey swab was subbed to initial plates, incubated for 24 hours then subbed to brucella agar and incubated for 48 hours. The isolate was re-subbed to brucella agar, incubated 48 hours and tested. A result of clostridium perfrigens (85%) was reported. After the customer received the cap results, the second swab received was subbed to initial plates, incubated for 24 hours then tested, in which the expected ID of clostridium septicum (97%) was obtained. There was no patient involvement as this was a survey sample. The customer submitted lab reports from the testing of both swabs and the cap summary report for evaluation. A biomérieux internal investigation will be initiated.